Event description:
Reporter stated aviva nano system blood glucose result before applying topical skin was 86 mg/dl. Within 10 minutes after application, same system retest results were 340 mg/dl and 240 mg/dl. No adverse event was reported. The strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6).